Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00580. It was reported the patient is not receiving effective therapy due to high impedances on one of the lead. As a result, the lead was explanted and replaced. During this replacement the 2nd lead at t7 was moved by accident. It is unknown which lead is liable so both leads are reported.